Event description:
It was reported that the unit experienced an e-1 error. It was further reported that the e-1 error happened during a case, causing a delay of 5 minutes. There was no harm to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.